Event description:
Patient undergoing bilateral tubal ligation. The right side was completed. The surgeon had difficulty with the left side, either related to patient anatomy or a problem with the device. He attempted 2 additional essure devices on the left side. One would not deploy and the other was bent and could not be passed into the tube. The procedure was ended, and the patient will be scheduled at another time for the left side.